Manufacturer narrative:
Continuation of medical device: 5867-3m adaptor implanted (B)(6) 2015; 459888 lead implanted (B)(6) 2015; dtba1q1 ICD implanted (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and noise. The lead remains in use. No patient complications have been reported as a result of this event.